Event description:
It was reported that the user¿s freestyle libre 3+ sensor had been scanned in the abbott app and therefore could not be scanned by the ilet mobile app, and the user was guided to start a new sensor in the ilet app with successful pairing and warm-up initiation, which reflects an improper use procedure and an interoperability conflict between apps. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication and analysis of the information provided by the user. Investigation of this case revealed an interoperability issue between the abbott app and the ilet mobile app that prevented concurrent sensor use, aligning with an improper or incorrect procedure and no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to user error and a component-level failure classification related to interoperability.